Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with leakage. The catheter was replaced with a new one. There was no report of injury or medical intervention.

Manufacturer narrative:
In response to the event reported by the facility, a device history report was conducted for lot number 7300684. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records this lot of saf-t-intima was manufactured 11/09/2017 and this is the only instance of a defective catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. No corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with leakage. The catheter was replaced with a new one. There was no report of injury or medical intervention.